Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and the patient was requested to present to the hospital. The patient was admitted to the cardiology unit and a magnet was placed over the device. The right ventricular (rv) lead exhibited a pacing impedance greater than 3000 ohms. It was noted the rv impedance measurement went from 400 ohms to greater than 3000 ohms earlier last month. There was a signal artifact monitor (sam) event that showed noise, resulting in the minute ventilation (mv) feature being automatically disabled. It was also noted multiple noise events recorded with inappropriate anti-tachycardia pacing (atp) with one electric shock delivered to the patient. Technical services (ts) was consulted and provided instructions to the health care professional (hcp) to program tachy mode off to avoid keeping the magnet over the device. Imaging was performed and the report is pending review. The patient's underlying rhythm was observed throughout the recorded events. At this time, the ICD and the non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and the patient was requested to present to the hospital. The patient was admitted to the cardiology unit and a magnet was placed over the device. The right ventricular (rv) lead exhibited a pacing impedance greater than 3000 ohms. It was noted the rv impedance measurement went from 400 ohms to greater than 3000 ohms earlier last month. There was a signal artifact monitor (sam) event that showed noise, resulting in the minute ventilation (mv) feature being automatically disabled. It was also noted multiple noise events recorded with inappropriate anti-tachycardia pacing (atp) with one electric shock delivered to the patient. Technical services (ts) was consulted and provided instructions to the health care professional (hcp) to program tachy mode off to avoid keeping the magnet over the device. Imaging was performed and the report is pending review. The patient's underlying rhythm was observed throughout the recorded events. At this time, the ICD and the non-boston scientific rv lead remain in service. No additional adverse patient effects were reported. Additional information was received that a surgical procedure was performed to replace the non-boston scientific rv lead due to a suspected lead anomaly. The lead was explanted and replaced successfully with a boston scientific lead. The new lead was connecting to this ICD, as this device was not replaced as there was ten years left of battery longevity. Outside of the lead revision, no adverse patient effects were reported.